Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level multiples times. Customer required assistance to treat a low bgs. No additional information was provided. Reportedly, the low bg was resolved.